Manufacturer narrative:
The field service engineer (fse) cleaned the sample probe and drying cylinder, checked the adjustment and lock nut and screw of the sample probe, checked the gear pump pressure, and checked and replaced the sample pipettor assay. A precision check was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable crpl4 c-reactive protein gen.4 results for 1 patient sample on a cobas 6000 c 501 module. The initial crpl4 result was 0.1 mg/dl. The repeat result was 19.3 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The reagent lot is 66849901 and the expiration date is 31-oct-2023.

Manufacturer narrative:
The investigation did not identify a product quality problem. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.